Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02760. 0001825034-2017-02761. 0001825034-2017-02762. 0001825034-2017-02763. 0001825034-2017-02764. 0001825034-2017-02768 0001825034-2017-02770. 0001825034-2017-02771. 0001825034-2017-02772.

Event description:
It was reported on incoming inspection that a foreign substance was inside of sterile packages.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided. There was no debris in the sterile packaging.